Event description:
On (B)(6) 2013, the surgeon used hansson pin for the patient. The surgeon used t-handle, in order to push out the hook. The surgeon could not turn t-handle and was not able to push out the hook. The problem was not seen, although the surgeon removed pin and checked the hook from the tip of pin. The surgeon changed the pin to another brand-new pin.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
On (B)(6) 2013, the surgeon used hansson pin for the patient. The surgeon used t-handle, in order to push out the hook. The surgeon could not turn t-handle and was not able to push out the hook. The problem was not seen, although the surgeon removed pin and checked the hook from the tip of pin. The surgeon changed the pin to another brand-new pin.